Manufacturer narrative:
Date sent to the FDA: 05/26/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr (B)(4) submitted for the adverse event which occurred on (B)(6) 2018. Mwr (B)(4) submitted for the adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted after discovering adhesions and a possible fistula, he removed the mesh. It was reported that the patient underwent surgery on (B)(6) 2018 for wound infection and treatment of superficial wound dehiscence. It was reported that the patient experienced severe pain, bowel obstructions, dense adhesions, mesh detachment, nausea, bulging, inflammation, stress and anxiety. No additional information was provided.